Manufacturer narrative:
(B)(6).

Event description:
It was reported that the sheathing started coming off on the catheter. A renegade hi-flo fathom system was selected for a thrombectomy procedure of the liver. During the procedure, it was noted that the sheathing started stripping off of the catheter. The device was simply removed over the wire. No device fragments were left inside of the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient's condition was stable.